Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned where it was discovered that the helix was disengaged from helical channel. The inner tubing is kinked. There is blood in/on the helix mechanism.

Event description:
It was reported that the helix was unable to deploy during the implant procedure. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.